Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the surgeon did not feel the 8 mm force bipolar instrument was operating correctly. Stating it didn't match their motions/it was delayed. The sterile personnel inspected the instrument at that time and noted the cables appeared to bunch when the tip of the instrument was articulated. The instrument was removed from the case. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon¿s movements did not scale smoothly to the instrument, as the motion appeared jerky and delayed. The instrument did move in the correct intended direction; however, the movement was also delayed and jerky. The timing was not appropriate, as there was noticeable lag between the surgeon¿s command and the instrument¿s response. The cables looked like too much of the cable was in one area, tented up on pulley. The cables were not frayed, broken, or protruding from the distal end of the instrument. The damaged cables observed were silver in color. No black cable was damaged and there was no loss of cautery function.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the pitch cable loose at the distal end that was showing out. A loose pitch cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input 5 in the proximal end causing issue reported by the customer. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.